Event description:
During service of device a no cycle, with constant single tone alarm was found, due to integrated circuit u09, u24, u28 on the logic board being out of specification. Replaced u09, u24, and u28.